Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had replace battery now alarm and pump error alarm. The customer¿s blood glucose was 65 mg/dl. The customer reported that timing was less than 8 hours from the low battery alert to the replace battery now alarm. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer stated that the alarm occurred immediately after a battery change. The pump error alarm was occurred more than once after a battery change. The customer was advised to treat his low blood glucose and he did but did not want to troubleshoot. The insulin pump will not be returned for analysis.